Event description:
The customer reported monitors on workstation turned blank and then displayed "fatal error". Another c-arm was used to finish the case. There was no injury to the pt.

Manufacturer narrative:
The svc rep found camera defect faults immediately prior to ffb and gib reboot errors on the day and time of occurrence. The rep replaced camera and gib and ffb and backplane, performed camera alignment, and reloaded all calibration data. He verified 5.05 vdc on generator power supply, tightened taps on workstation isolation transformer, and verified proper operation of system. Unit is functional and operates as intended.